Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 78-year-old male on impella cp for mechanical circulatory support. It was reported that the patient had "2 large strokes", and only heparin was the in purge. The impella cp device was weaned and explanted after echocardiogram (echo) confirmed significant improvement in mitral regurgitation (mr), no further intervention needed at this time. No additional information available.